Event description:
Customer stated that she had a car accident and was hospitalized due to diabetic episode. The event happened eight years ago with a differrent medtronic insulin pump. Customer stated that she had a low blood glucose event that resulted in a fall two years ago. The blood glucose reading was 22 mg/dl. Just recently, the insulin pump over-delivered insulin. The blood glucose reading was 34 mg/dl. The current blood glucose reading is 102 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.